Event description:
During product evaluation by a baxter service technician, an I-pump was found to have a faulty mechanism assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was unknown. To correct the condition, the mechanism assembly was replaced. If any additional information is received, a follow-up MDR will be sent.